Event description:
It has been reported to philips that allura motorized stand movement was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized stand movement was not possible. Upon functional testing, fse found that the issue occurred due to defect in the power supply of the stand movement. The fse replaced power and control unit without boards. After replacement of the power and control unit without boards, the system was returned to use in good working order. The codes were updated based on the investigation outcome.